Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing itching under the dressings, and decided to remove the dressings themselves. During the trial lead removal, patient reported that they cut the lead and removed the epg, leaving a section of the lead protruding. When the physician tried to remove the lead, it was found that the lead was not protruding but had retracted into the patient. The remaining lead was removed on (B)(6) 2021. Patient is stable and no other issue has occurred.